Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) is not booting up to store time and date after replacing nvram and then unit would not boot up into clinical mode or store calibrations in diagnostic mode. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the nvram (mca000000108) was replaced, but the unit would not boot into clinical mode or store calibrations in diagnostic mode. The executive processor board (d670-00-0770) was replaced, and b.17 software was loaded, which resolved the issue. The unit passed all functional and safety tests and was returned to the customer for clinical use.

Event description:
N/a.